Event description:
This study conducted a comparative effectiveness analysis of zilver ptx and contemporary bms for femoropopliteal artery endovascular intervention using the multicenter excellence in peripheral artery disease (xlpad) this study compared clinically driven 1-year target-lesion revascularization (tlr), target-vessel revascularization (tvr), and target-limb revascularization rates between zilver ptx stent and bms treatments in femoropopliteal distribution. They also compared 1-year all-cause mortality in the respective treatment groups. The study extracted data from the available 969 xlpad registry patients who underwent femoropopliteal stent interventions (unmatched data) between (B)(6) 2013 and (B)(6) 2016 at eleven xlpad participating sites in the united states. One-year all-cause mortality and three revascularization outcomes ¿ clinically driven tlr, tvr, and target-limb revascularization ¿ were included in the analysis. 174 zilver ptxs and 174 bmss were used in this study. The bms group contained 53 zilver bare metal stents. In the unmatched cohort, the zilver ptx procedures did not significantly differ in tlr (target lesion revascularization) and tvr (target-vessel revascularization) rates at 1 year from bms procedures (tlr: 9.2% vs 13.8% [p=.10]; tvr: 9.8% vs 13.8% [p=.16]). In the propensity-score matched data, zilver ptx procedures had significantly lower tlr and tvr rates compared to bms procedures (tlr: 9.2% vs 18.4% [p=.01]; tvr: 9.8% vs 18.4% [p=.02]). This file is being opened to address tlr (target lesion revascularization) rates at 1 year from bms procedures was 13.8% for unmatched cohort method & 18.4% for the propensity-score matched data method. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 based on the requirement for a surgical intervention as target lesion revascularization (tlr) was required.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. Literature reported event - contact details unknown.

Event description:
This study conducted a comparative effectiveness analysis of zilver ptx and contemporary bms for femoropopliteal artery endovascular intervention using the multicenter excellence in peripheral artery disease (xlpad) this study compared clinically driven 1-year target-lesion revascularization (tlr), target-vessel revascularization (tvr), and target-limb revascularization rates between zilver ptx stent and bms treatments in femoropopliteal distribution. They also compared 1-year all-cause mortality in the respective treatment groups. The study extracted data from the available 969 xlpad registry patients who underwent femoropopliteal stent interventions (unmatched data) between october 2013 and december 2016 at eleven xlpad participating sites in the united states. One-year all-cause mortality and three revascularization outcomes ¿ clinically driven tlr, tvr, and target-limb revascularization ¿ were included in the analysis. 174 zilver ptxs and 174 bmss were used in this study. The bms group contained 53 zilver bare metal stents. In the unmatched cohort, the zilver ptx procedures did not significantly differ in tlr (target lesion revascularization) and tvr (target-vessel revascularization) rates at 1 year from bms procedures (tlr: 9.2% vs 13.8% [p=.10]; tvr: 9.8% vs 13.8% [p=.16]). In the propensity-score matched data, zilver ptx procedures had significantly lower tlr and tvr rates compared to bms procedures (tlr: 9.2% vs 18.4% [p=.01]; tvr: 9.8% vs 18.4% [p=.02]). This file is being opened to address tlr (target lesion revascularization) rates at 1 year from bms procedures was 13.8% for unmatched cohort method & 18.4% for the propensity-score matched data method. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 based on the requirement for a surgical intervention as target lesion revascularization (tlr) was required.

Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. Literature reported event - contact details unknown. Device evaluation: the zfv6 device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. It should be noted that the rpn of the bms device was not disclosed in the article. As the stent was used for treatment in the femoropopliteal arteries this file has been assessed as a zilver flex (zfv6) stent as the intended use of zfv6 devices closely resembles that of ptx devices. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zfv6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that restenosis of the stented artery is listed as a known potential adverse event within the instructions for use (ifu0058-4). There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the information provided it is known that patient pre-existing conditions included critical limb ischemia, chronic kidney disease, diabetes mellitus, hypertension, heavy calcification, in-stent restenosis (isr) and smoking. It is possible that the pre-existing conditions contributed to the event of restenosis. It should also be noted that restenosis is a common adverse event of endovascular procedures and is listed as a known potential adverse event within the IFU. Restenosis can be caused by injury to the vessel (e.g. During percutaneous transluminal angioplasty (pta) and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, target lesion revascularization was required as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This study conducted a comparative effectiveness analysis of zilver ptx and contemporary bms for femoropopliteal artery endovascular intervention using the multicenter excellence in peripheral artery disease (xlpad). This study compared clinically driven 1-year target-lesion revascularization (tlr), target-vessel revascularization (tvr), and target-limb revascularization rates between zilver ptx stent and bms treatments in femoropopliteal distribution. They also compared 1-year all-cause mortality in the respective treatment groups. The study extracted data from the available 969 xlpad registry patients who underwent femoropopliteal stent interventions (unmatched data) between october 2013 and december 2016 at eleven xlpad participating sites in the united states. One-year all-cause mortality and three revascularization outcomes clinically driven tlr, tvr, and target-limb revascularization were included in the analysis. 174 zilver ptxs and 174 bmss were used in this study. The bms group contained 53 zilver bare metal stents. In the unmatched cohort, the zilver ptx procedures did not significantly differ in tlr (target lesion revascularization) and tvr (target-vessel revascularization) rates at 1 year from bms procedures (tlr: 9.2% vs 13.8% [p=.10]; tvr: 9.8% vs 13.8% [p=.16]). In the propensity-score matched data, zilver ptx procedures had significantly lower tlr and tvr rates compared to bms procedures (tlr: 9.2% vs 18.4% [p=.01]; tvr: 9.8% vs 18.4% [p=.02]). This file is being opened to address tlr (target lesion revascularization) rates at 1 year from bms procedures was 13.8% for unmatched cohort method & 18.4% for the propensity-score matched data method. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 based on the requirement for a surgical intervention as target lesion revascularization (tlr) was required.